Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the inserter lens caught on wound edge. There was patient contact. Additional information has been received that in the surgeon opinion wound which was not big enough caused the event and there was no patient impact.

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. The product was returned for analysis and the reported event could not be observed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned. The complainant indicates the use of healon as a viscoelastic which is not qualified for use with the associated iol model. The product investigation could not identify the root cause for the reported complaint inserter lens caught on wound edge. The customer states the use of non-qualified viscoelastic. The use of an unqualified ovd (ophthalmic viscoelastic device) may cause damage to the lens and potential complications during the implantation process. The IFU (instruction for use) instructs to: insert the nozzle tip into the incision as far as needed to facilitate lens implantation, using the depth guard as the insertion limit, and aim the nozzle tip at the anterior capsule opening. Advance the plunger by depressing the speed control lever. Maintain adequate pressure to ensure the nozzle tip remains in the incision. The reported complaint lacks details about the event. It is unclear whether the reporter suspects a product issue or if the event was related to user error. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).